Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the left ventricular (lv) lead. Reprogramming efforts were performed and the plan is continuing to be monitored. At this time, the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the left ventricular (lv) lead. Reprogramming efforts were performed and the plan is continuing to be monitored. Subsequently, a revision procedure was performed and the crt-d was explanted. While the lv lead was surgically abandoned. Both products were successful replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the left ventricular (lv) lead. Reprogramming efforts were performed and the plan is continuing to be monitored. Subsequently, a revision procedure was performed and the crt-d was explanted. While the lv lead was surgically abandoned. Both products were successful replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.